Event description:
It was reported, that the patient presented to the hospital. For a scheduled pulse generator change out procedure. Interrogation of the pulse generator noted, that the right atrial (ra) lead was oversensing noise. Resulted, in inappropriate mode switch episodes and the right ventricular (rv) lead exhibited noise. The ra and rv leads were explanted and replaced. The patient was stable throughout the procedure.